Event description:
A customer reported imprecision and positively biased troponin I results with patient samples. Falsely elevated results may lead to inappropriate physician action. There was no report of pt harm as a result of this event.